Event description:
The dealer stated the left hand side of the frame where it bolts to the crossbrace has broke. The dealer looked at the parts book and stated the break is at pivot link where it braces to the cross brace. Dealer would need (B)(4) and appropriate crossbrace. (Per dealer) the dealer will review options with consumer and call back to determine if he would prefer to send the chair in for repair or have the parts sent to him and they do the repair. This is the original owner of the chair.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.